Event description:
An isomed pump was explanted and returned because of difficulty filling the pump. At every refill, the pump was empty before it was anticipated. A follow up report will be sent when additional information is received.